Event description:
Fasti infusion tube not inserted correctly and couldn't be removed using removal tool. Was removed surgically under local anaesthetic using forceps.

Manufacturer narrative:
The infusion tube had been originally inserted perpendicularly according to the nurse familiar with the device. Because it was off perpendicular, the nurse could not thread the remover tool into the device, therefore, it had to be removed surgically.